Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the grey colored hydrocanister lid of the unicel dxc 800 synchron chemistry analyzer cracked. No injury was reported.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report failure code 810:04 that occurred during patient therapy. Patient therapy was interrupted. There is no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).